Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a dexcom g6 cgm after initiating a more active lifestyle, reached a lowest glucose of 53 mg/dl, and received guidance to perform a factory reset with cartridge and infusion set changes and cgm pairing; oral glucose was used to treat the event. Symptoms included hypoglycemia with confusion/disorientation, dizziness, and shaking/tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.